Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and postoperative pain.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-04882 / 04884).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2003 and a right total hip arthroplasty on (B)(6) 2003. Legal counsel for patient reported patient underwent a left hip revision procedure on (B)(6) 2003 due to patient allegations of pain, inflammation and lack of mobility. Legal counsel reports that a periprosthetic fracture was allegedly noted during the revision procedure. Patient's legal counsel reported patient underwent a second left hip revision procedure on (B)(6) 2013 due to patient allegations of pain, inflammation, lack of mobility and an abscess. Legal counsel further reported patient underwent a third revision on (B)(6) 2013 where all components were removed due to patient allegations of infection. Patient allegedly underwent a reimplantation procedure on (B)(6) 2013. There has been no reported revision procedure to date on patient's right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2003 and a right total hip arthroplasty on (B)(6) 2003. Legal counsel for patient reported patient underwent a left hip revision procedure on (B)(6) 2003 due to patient allegations of pain, inflammation and lack of mobility. Legal counsel reports that a periprosthetic fracture was allegedly noted during the revision procedure. Patient's legal counsel reported patient underwent a second left hip revision procedure on (B)(6) 2013 due to patient allegations of pain, inflammation, lack of mobility and an abscess. Legal counsel further reported patient underwent a third revision on (B)(6) 2013 where all components were removed due to patient allegations of infection. Patient allegedly underwent a reimplantation procedure on (B)(6) 2013. There has been no reported revision procedure to date on patient's right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient medical records report two weeks post the left total hip arthroplasty, patient sustained periprosthetic fracture with instability of the prosthesis and underwent a revision procedure (B)(6) 2003. Additional information received from patient operative (op) notes dated (B)(6) 2013 reports patient was revised due to infection. Revision op report notes thickening of the capsule, inflammatory type tissue, and osteolysis. Patient was temporarily converted to hemiarthroplasty and antibiotic spacers were placed. Op report further notes that fragments from a previous osteotomy were noted during the removal of the cement spacers on (B)(6) 2013.